Event description:
Home patient (hp) reports accidently kicking supply line tubing of homechoice set during their sleep, disconnecting the set from the solution bag during apd treatment. Hp reports they ended treatment and restarted with new supplies with assistance from baxter technician. No pt injury or medical intervention required per hp.